Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the stockert generator unit had a hardware error 5. No rf energy could be delivered. The physician had to stop the procedure. In the repair of the complaint stockert generator, it was found that the nis board and board guide were defective. The issue was resolved by replacing the nis board and board guide. Ep cooler was upgraded. The unit was tested for safety and functionality and the result conformed to manufacturer specification. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test failure were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that in the middle of a procedure for paroxysmal atrial fibrillation ablation (pulmonary vein isolation) (after an hour), the stockert generator displayed a "hardware error 5". No rf energy could be delivered. The physician had to stop the procedure. No patient consequence was reported. The physician does not think this posed any risk to the patient. The patient was on local anesthesia but the problem occurred after the transseptal puncture had been performed.